Event description:
It was reported that the device was explanted after an implant duration of approximately 4.80 months. On 06/29/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and perivalvular leak. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through followup with the health-care provider (via fax), additional information was received. The operative report was requested, however, it has not been provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.